Event description:
Boston scientific received information that this patient underwent open heart surgery. Upon completion of the procedure, ventricular therapy was not programmed on. Therefore, the device indicated the ventricular tachycardia (vt) mode was programmed to something other than monitor + therapy. The patient was brought to the office and therapy was programmed on. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.